Event description:
A medtronic representative reported a freeze while in synergy cranial 2.2. The scope was plugged in while the navigate task and the software froze requiring a hard boot-down. After boot-up, communication between the s7 and leica could not be established (orange line), then re-booted both s7 and leica with the scope plugged in. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the patient outcome.

Manufacturer narrative:
RMA issued. Replacement part shipped (B)(4) 2011. Investigation found that the returned cable was in good condition with no areas of stress as reported. The leica comm cable passed a continuity test with no opens or shorts detected. No problem found.